Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 6 of 8. Reference MFR. Report# 1627487-2016-03585; reference MFR. Report# 1627487-2016-03590; reference MFR. Report# 1627487-2016-03591; reference MFR. Report# 1627487-2016-03592; reference MFR. Report# 1627487-2016-005115; reference MFR. Report# 1627487-2016-005117; reference MFR. Report# 1627487-2016-005118. Additional information received identified all the leads and extensions were explanted on (B)(6) 2016. It is unknown which leads are related to this system. Therefore, additional devices are being added as device 5, 6, 7 and 8.